Manufacturer narrative:
A mz1000 sample was not available for investigation of this feedback; however the customer indicates that blood backflow was observed into the maxzero component. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 19126126 and 20016945 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Please note as stated in the directions for use of the maxzero valve "flush the maxzero after each use with normal saline or in accordance with facility protocol." "Failure to properly prime the device can result in reflux." A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product.

Event description:
It was reported that maxzero needleless connector had back flow on 2 occasions. The following information was provided by the initial reporter: the reported feedback suggests that there is back flow. For the last ten days, in spite of the respect of the protocol of pulse rinsing of the midline medical devices, the users accustomed to the use of this material find in blood residue in the valves at the origin of obstruction of these last ones. The catheter remains permeable.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19126126. Medical device expiration date: 2022-12-17, device manufacture date: 2019-12-10, medical device lot #: 20016945. Medical device expiration date: 2023-01-22. Device manufacture date: 2020-01-22. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector had back flow on 2 occasions. The following information was provided by the initial reporter: the reported feedback suggests that there is back flow. For the last ten days, in spite of the respect of the protocol of pulse rinsing of the midline medical devices, the users accustomed to the use of this material find in blood residue in the valves at the origin of obstruction of these last ones. The catheter remains permeable.